Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by myopotential oversensing. The device was not reprogrammed. There were no adverse consequences to the patient.